Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user with a contact detach infusion set experienced an occlusion alert and elevated glucose after insulin delivery had been paused and not resumed for an extended period; the user disconnected, performed fill tubing, then completed a supply change, after which insulin delivery resumed and glucose trended down from 203 mg/dl. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no backup therapy. Investigation included troubleshooting with verification of alerts and alarms and guided occlusion clearing steps. Investigation of this case revealed an occlusion associated with the infusion set that was only resolved after a supply change, and concurrent prolonged insulin pause likely contributed to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was device use issue related to paused insulin with an infusion set occlusion that resolved after standard corrective actions.